Manufacturer narrative:
Physio-control provided customer with the part numbers required to replace the front case, large keypad, small keypad, and associated labels. The customer later confirmed that the repairs have been completed, and that proper device operation was observed through functional testing. The device was placed back into service. The removed parts will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the device's therapy connector was physically damaged (pushed back into the front case). There were no reports of patient use associated with this event.